Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) units battery does not charge. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated during preventive maintenance, electrical insulation test failure was detected. On location of the anomaly on the mains input plug and power cable showed electrical damage. In order to resolve issue replaced power supply. There was no patient involvement.

Event description:
N/a.